Event description:
Philips received a complaint from customer biomed, reporting a v60 ventilator is alarming with a black screen. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device onsite and the reported issue could not be reproduced. The asp reviewed the unit's diagnostic report (drpt) and found no error codes logged. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00209. All information from the original report(s) has been transferred to this report.